Event description:
The customer reported that "smartsite was connected to extension tubing which was attached to a port i.e. A central venous access device. IV antibiotic infusion was given through a 30 mls luer lock bd pastipak syringe. After the ivab had completed and clinician went to attach a 10 ml luer lock syringe with 0.9% normal saline to the smartsite to flush the smartsite connector and line. The clinician held the smartsite to attach the syringe. Before she could even attach the syringe she noticed that the plastic had broken cleanly exposing the end of the line." From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.